Manufacturer narrative:
The affected us-style power cord of the evita xl was manufactured in march 2005 and was provided for the investigation. The supplier of the power cord performed a visual and x-ray examination of the part. The power cord shows signs of increased mechanical stress and associated signs of wear and tear in several places, such as dents and scratches, and the remaining pin in the power cord connector was bent. During the x-ray examination of the power plug, it was determined that the missing pin was broken in the area to the transition to the flat part. It is suspected that excessive stress caused by improper use led to a break in the affected pin. In the area of the break point, the increased resistance led to an increased current load which resulted in a high temperature event limited to a small area. Due to the pvc material softening from the increased temperature, the damaged pin was probably pulled out when removing the power plug from the wall outlet. In case the power plug is faulty the device will continue ventilation on battery power. When switching to battery power, the device generates an audible and visual alarm to alert the user. The affected plug is designed to meet the iec 60601-1 standard for basic safety and essential performance of medical electrical equipment. Thus, in case of an overloaded component the risk of fire is minimized. A life span is not defined for the power plug, though improper handling might reduce it. The hospital should check the power cords during the device inspection and replace them if there are bent pins on the power plug or wear on the cable.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the evita xl exhibited a smell of smoke and it was noticed that the power cord prong had melted into the wall outlet. No injury has been reported.